Event description:
The customer reported the system had a filament regulator error during a case with patient involved therefore this is a possible aro. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament drive board was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.